Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, and the reported customer complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump is alarming that cartridge needs to be changed, but it is not yet required. It was also reported the pump may be running fast. No adverse effects reported.